Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and this left ventricular (lv) lead were suspected to exhibit a loss of capture. Technical services (ts) reviewed the electrogram (egm) and observed a large deflection on the lv channel. The patient was last seen in clinic on (B)(6) 2026, and the lv threshold was in range. Ts recommended bringing the patient into the clinic to confirm device function. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.